Event description:
Due to being a quadriplegic, I use the freedom cath. On (B)(4) 2014 when I got up to remove the catheter, it pulled the skin off my penis. I have undergone several surgeries already, and my doctor is now talking about removing a portion of my penis. I have already undergone two surgeries and will need a third.